Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sprinter legend otw survey results from an interventional cardiologist using the devices for the past 7 years. In the past year, the physician has used sprinter legend otw 89 times using 1.25 x 6mm, 1.25 x 20 mm and other intermediate sized devices. Deflation difficulty events which had an impact on procedure, but no clinical/patient impact were noted